Event description:
Tent symptoms and shocking. Implanted about 1 yr ago by dr (B)(6). She sees dr (B)(6) when she has issues. Currently has intermittent shocking typically during flares of persistent symptoms of nausea and vomiting (initially had severe shocking when implanted). She does not have a f/u appt with dr. (B)(6) scheduled at this time. She does not have her ID card and no record found in crm: unknown serial #.